Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion when there was no occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, downstream occlusion was reproduced. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires replacement to address this issue. During evaluation the device had low audio. The cause was identified to be a detached speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.